Manufacturer narrative:
The harmonic curved shears insert was returned and evaluated. Failure analysis was unable to confirm the customer reported complaint of would not work. There was no trouble found. The insert was installed onto the instrument and connected to an in-house generator. Testing found no issues. A wet paper towel was placed in between the grips and it began to smoke when the pedal was pressed. Failure analysis investigation also found the proximal end of the insert had various scratches, material may be missing. No other damage was found. The customer reported complaint does not in itself constitute a MDR reportable event; however, the various scratch marks on the proximal end of the insert with possible material missing found during failure analysis if to recur could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci low anterior resection surgical procedure, it was noted that the scissors just would not work on the harmonic ace insert while plugged in. There was no report of fragments falling into a patient. There was no patient harm, adverse outcome or injury reported.